Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, device failed to measure high voltage lead impedance. Right ventricular lead exhibited noise oversensing. No intervention was performed. Patient was stable and will continue to be monitored.